Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 4 years. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details were provided.

Manufacturer narrative:
Additional manufacturer narrative: patient's medical records were received which indicate that this valve was explanted due to severe aortic regurgitation. The patient was noted to have required corrective hip surgery in 2011 and was found to have prosthetic valve endocarditis and aortic root abscess at that time. Recent echo showed increase in lv size, increase in aortic root and a decreased ef to 50%. Cardiac catheterization on (B)(6) 2013 demonstrated severe aortic insufficiency. After explantation of the old aortic valve, there was a large abscess cavity which had healed and fibroses. The anterior leaflet of the mitral valve was redundant. The device was replaced with a 23 mm carpentier-edwards perimount magna ease pericardial bioprosthesis. No operative complications reported. Patient was discharged home in good condition. Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. In this case, the patient was reported to have had hip surgery in 2011 with subsequent endocarditis. Although the root cause of this event cannot be confirmed without the sample device, it appears that this was likely the cause of the patient's infection, resulting in the regurgitation. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. No further actions are possible with the available information.

Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. A supplemental MDR will be submitted in the event any new information is received. No further actions possible at this time.